Event description:
It was reported that patient an alert was seen on a merlin.net transmission indicating that the device was in backup vvi mode. Device was interrogated at the patients home and no backup vvi was detected. Device will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.